Event description:
Related manufacturer reference number: 2017865-2022-08871. It was reported that the patient presented in clinic for follow up. Device interrogation revealed the capped right ventricular (rv) and atrial lead began to erode through the skin and signs of infection. On (B)(6) 2022 the physician elected to cut the rv and atrial lead below the proximal pins. The patient condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.